Event description:
Intermittent impedances >3000 ohms were noted, and stylet could not be introduced into lead. Lead was explanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection deformations of the inner coil close to the df4 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil during the retraction of the fixation helix. These deformations led to a conductor fracture between the lead tip and the df4 connector pin. During the mechanical inspection a stylet intended for use with the lead was inserted but could not be properly advanced towards the tip of the lead. Subsequent analysis revealed the presence of coagulated blood in the lumen of the lead which were most likely introduced into the lumen of the lead by means of stylets used during the surgery. In addition, deformations of both shock coils were observed which resulted most likely from tensile forces applied during the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.